Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. The reported condition could not be confirmed and the cause was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during drain 1. The patient line became disconnected. The care giver (cg) stated that the home patient (hp) catheter fell apart where the patient line connects and leaked everywhere. The cg asked what they could use to cover the end of the catheter. The technical service representative (tsr) referred the cg to their nurse. If they were unable to get hold of the nurse, then they were to call the hospital for some advice then call the nurse in the morning. The tsr instructed the cg to end therapy. The tsr assisted with troubleshooting. Baxter product surveillance contacted the care giver (cg) on (B)(6) 2012 the regarding reported problem. The cg stated that the transfer set fell and the patient line became disconnected. The cg stated they called baxter and they ended therapy immediately. They stated they called their doctor afterwards to find out how they should cap off the transfer set, since the set was broken, and they were told to use the mini cap along with a clamp. The cg stated the nurse and the doctor put the patient on antibiotics as a precaution for possible infection. The cg stated there was no serious medical intervention needed. The cg stated that they took the patient into the clinic for the replacement of the transfer set. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012 the regarding reported problem. The pd rn stated that they were notified immediately of the reported problem, and the patient did come into the clinic for the replacement of the transfer set. The pd rn stated that the transfer set was damaged that was why it became disconnected. The pd rn stated that the set was a baxter product. The pd rn confirmed that the patient was put onto antibiotics as a precaution to possible infection, and the patient is doing fine.